Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Incident occurred at the start of the pt's treatment and was noted on leak alarm. Blood was able to be returned to the pt, with no blood loss. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.